Manufacturer narrative:
A visual examination of the guidewire revealed that the heat shrink separated from the corewire and it was found kinked. However, the heat shrink has evidence of manufacturing process was performed properly. The corewire outer dimension was found within specifications. The complaint is consistent with the returned guidewire since the heat shrink separated from the corewire. It is most probable that anatomical/procedural factors could have generated the damages encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the ureter during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the distal tip of the sensor guidewire detached exposing the tip of the metal corewire. Reportedly, the detached coating fell into the fluid collection bag and was never inserted into the patient. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the ureter during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the distal tip of the sensor guidewire detached exposing the tip of the metal corewire. Reportedly, the detached coating fell into the fluid collection bag and was never inserted into the patient. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.